Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: the complaint device was returned for analysis. Visual inspection, the device was found fractured in two pieces. The most distal end of the wire (distal tip of the spring tip) was not returned for analysis. Microscopic inspection, the guidewire fracture confirmed. Type of fractures of the body of the guidewire and the fracture of the spring tip are consistent with the failure mode of "fatigue". Dimensional inspection, the device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification. Although overall length is within specification, a portion of the spring tip of the guidewire is detached and was not returned.

Event description:
It was reported that the rotawire was separated, distal part remained inside the body and the procedure was cancelled. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 330cm rotawire and wireclip torquer was selected for use. During the procedure, the rotation was checked after the burr was removed from the body. However, it was noted that the wire in the proximal part broke. When the removal was started slowly while checking the cine, the radiopaque part did not move, so the distal part was confirmed to be cut and remained inside the body, so an autologous clot was created and fixed. The device was able to be removed without resistance. The procedure was cancelled. No patient complications were reported. It was further reported that after ablation, the wire was detached outside the body when rotaburr was taken out of the body to check the rotation. Doctors considered the reason was a procedural factor. When the separated portion was grasped and an attempt was made to remove it, separation of the distal portion was confirmed. The cause of the separation is unknown, but it was the separation of the spring tip, not the point where the rotaburr came into contact.

Event description:
It was reported that the rotawire was separated, distal part remained inside the body and the procedure was cancelled. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 330cm rotawire and wireclip torquer was selected for use. During the procedure, the rotation was checked after the burr was removed from the body. However, it was noted that the wire in the proximal part broke. When the removal was started slowly while checking the cine, the radiopaque part did not move, so the distal part was confirmed to be cut and remained inside the body, so an autologous clot was created and fixed. The device was able to be removed without resistance. The procedure was cancelled. No patient complications were reported. It was further reported that after ablation, the wire was detached outside the body when rotaburr was taken out of the body to check the rotation. Doctors considered the reason was a procedural factor. When the separated portion was grasped and an attempt was made to remove it, separation of the distal portion was confirmed. The cause of the separation is unknown, but it was the separation of the spring tip, not the point where the rotaburr came into contact.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the rotawire detachment occurred and remained inside the patient. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 330cm rotawire and wireclip torquer and rotaburr were selected for use. During the procedure, the rotation was checked after the burr was removed from the body. However, it was noted that the wire in the proximal part broke. When the removal was started slowly while checking the cine, the radiopaque part did not move, so the distal part was confirmed to be detached and remained inside the body, so an autologous clot was created. The remainder of the device was removed without resistance. The procedure was cancelled. No patient complications were reported.